Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of explant is unknown.

Event description:
It was reported the patient experienced weakness and numbness in lower extremities after scs perm implant on (B)(6) 2020. As a result, the scs system was explanted on an unknown date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.